Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. Belt sn (B)(4) has not yet been recovered. The initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Device manufacture date: monitor: 11/03/2015; belt: 09/23/.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly feeling unwell and contacted emergency services. Resuscitation efforts were performed but were unsuccessful. Review of the download data indicates that the patient entered bradycardia which degraded to asystole. The lifevest delivered four shocks during asystole. CPR artifact contributed to the false detection. There is no indication that the lifevest caused or contributed to the patient's death. Asystole is considered a non-life sustaining rhythm.